Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the urinary bladder during a cystoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the surgeon noticed that the end of the access sheath feels rough. Reportedly, the access sheath possibly caused a laceration/tear in the patients ureter. The laceration was stitched and monitored after.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the urinary bladder during a cystoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the surgeon noticed that the end of the access sheath feels rough. Reportedly, the access sheath possibly caused a laceration/tear in the patients ureter. The laceration was stitched and monitored after.

Manufacturer narrative:
Problem code 2987 captures the reportable event of sheath damaged. Investigation results a visual examination of the returned complaint device found that no visual defects were noted and was under good conditions without evidence of damages. It was also noted that the there were no irregularities, rough, sharp or pointed sections on the tip or any other surface. The device cannot be evaluated with respect to procedural factors encountered during its use, consequently, not confirming the reported complaint. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 12:07 pm CT. The report number is being corrected from: 3005099803-2018-62143 to: 3005099803-2018-61348